Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the cartridge to address the issue. Customer¿s blood glucose (bg) level was 359 mg/dl.